Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that premature battery depletion was noted for patient's device. In (B)(6) 2019, the battery longevity was estimated as 6-8 year left. But elective replacement indicator (eri) was triggered on (B)(6) 2019. On (B)(6) 2020, the battery was too low that it exhibited "data not read" at the end of session. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed however the event of cell impedance measurement problem was confirmed. The device did not exhibit any telemetry due to end of life level(eol) when received. The inaccurate cell impedance measurement was found due to code corruption that led to un-calibrated measured data, but the cause of code corruption is unknown. The original battery was replaced for further testing and no anomalies were noted. The battery depletion was considered as normal battery depletion based on implant duration.